Manufacturer narrative:
Results: stent deformation. Stenosis, calcification, tortuosity. Conclusion: stent deformation. Stenosis, calcification, tortuosity. (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent in a calcified lesion with stenosis and vessel tortuosity. An attempt was made to position the stent, but the device could not pass due to calcification and tortuosity. The physician changed a new device (same model) to complete the surgery. The device was inspected before use with no issues noted. No resistance was noted at the lesion. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary there were no kinks noted on the delivery system. The stent was present on the balloon between the markerbands. The distal tip of the device was flared. The distal segments on the stent had no evidence of damage. Some stent struts in the middle section of the stent were misaligned, the middle section of the stent had an od of 0.04077¿¿ (pass). The 11th proximal segment had evidence of stent damage, struts were raised and stretched. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).